Event description:
Ous MDR - after implantation, it was noted it couldn't be interrogated. Therefore, the device was explanted and replaced. This is all of the available information at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. First a visual inspection was performed, revealing no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. The device was interrogated and the clinical observation was confirmed, the pacemaker was could not be interrogated with either applying the programming wand or using a magnet. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be sufficiently charged. The current consumption was as expected. Further investigations of the electronic module revealed that the magnetic switch of the device was found damaged leading to the clinical observation. In summary, the clinical observation resulted from a damage of the magnetic switch. The therapy functionality was not compromised. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable. It cannot be excluded that the presence of invasive external forces may have contributed to the clinical observation.